Manufacturer narrative:
MFR control no. Di96-327. The sample has been returned for evaluation. Our evaluation of the device found that there was a separation in the nitinol central lumen which occurred during product use.

Event description:
It was reported that after the iab was inserted, blood was noted in the catheter. The iab was removed and replaced, and there were no patient complications.